Event description:
It was reported that the patient received inappropriate therapy. High thresholds and noise were observed.

Manufacturer narrative:
The lead was received cut in three segments. Insulation abrasions were noted at several locations. A complete evaluation could not be performed due to the condition of the lead as received.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Other text: device evaluation anticipated, but not yet begun.